Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent, abdominal pain and diarrhea. The cause of the peritonitis was not reported. The patient was not hospitalized for the event. On the same day as onset, the patient began a treatment for the peritonitis with cloxacillin (ip) intraperitoneally (dose and frequency was not reported) and two days later, the patient began treatment with amikacin, ip, 500mg (frequency not reported). On the next day, the patient began treatment for the event with terazosin, 4.5 gm, ip, (frequency unspecified) and this treatment was discontinued on the same day. The cloxacillin treatment was discontinued on day 15 and the amikacin treatment was discontinued on day 20. On an unreported date, the peritonitis was resolved and the patient was recovered from the event. It was not reported if dianeal therapy was ongoing. No additional information is available.